Event description:
A nurse reported the radio frequency identification device technology (rfid) of the endoillumination probe was not detected prior to surgery. During surgery, a system message was displayed. The customer removed the irrigation line from the bss bottle (non-alcon product) and noted it was obstructed by a plastic fragment that came from the rubber stopper of the bss bottle. After removing this fragment, the surgery was completed. There was no pt injury reported.

Manufacturer narrative:
The investigation is in progress. A sample has been returned, but has not yet been evaluated. A root cause has not been identified. (B)(4).